Event description:
During index procedure, the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid circumflex. The following day a myocardial infarction occurred. The reported mi was related to the target vessel. The investigator indicated that the reported event was probably related to the study device.

Manufacturer narrative:
(B)(4), results: (myocardial infarction).